Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 12 atmospheres. However, during the second inflation at 15 atmospheres the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.